Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the right subclavian vein. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, on first inflation at 10 atmospheres the balloon ruptured circumferentially. The device was removed intact from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).